Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt alleged injury. On examination in (B)(6) 2004, a small area of granulation tissue with some mesh eroded was noted. In (B)(6) 2004, the pt had a small area of mesh erosion removed and the vaginal skin oversown. In (B)(6) 2007, the pt had perianal pain and swelling. The pt was noted to have a perianal abscess that was draining pus. The pt underwent a procedure that revealed an abscess with a foreign body within it which was noted to be mesh. The mesh was not removed at this time.

Manufacturer narrative:
(B)(4).